Event description:
It was reported that the implant site of the pacemaker system was recently discovered to be ulcerated (wound rupture). The pacemaker and lead were explanted, and the patient underwent debridement/disinfection of the pocket. No additional adverse patient effects were reported.